Event description:
During turp procedure the circular tip of the resectoscope, which is not a detachable part of the instrument, became dislodged and was retained in the patient's bladder. At cystoscopy 2 months later a small foreign object was noted in the bladder which was later identified as the tip of the resectoscope. FDA safety report ID # (B)(4).